Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a surgery, this swan-ganz catheter displayed unstable blood oxygen saturation levels (fluctuating up and down). No error message was displayed. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Added information to section b3 (date of event), d4 (lot number and expiration date) , d9 and h4 (manufacturer date). Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Patient demographics unable to be obtained. The device was received for evaluation. The report of "displayed unstable blood oxygen saturation levels" was unable to be confirmed. Catheter passed in-vitro calibration with lab cal-cup. Balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body. The catheter passed attenuation test. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The complaint affected unit was returned for evaluation and no defect was found; therefore, a product non-conformance or device failure could not be confirmed. As part of the manufacturing process the units go through an optical inspection process to measure the svo2.